Event description:
The customer reported a patient developed an unstageable pressure ulcer while hospitalized on a compella bed and mattress. There was no allegation of a device malfunction reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported a patient developed an unstageable pressure ulcer while hospitalized on a compella bed and mattress. There was no allegation of a device malfunction reported. The patient in this event is a 40-year-old male currently weighing 138 kg and measuring 1.83 m in height. On (B)(6) 2023, the patient was admitted to the unit for burns covering 50.5% body surface. Upon admission to the unit, the patient weighed 160 kg due to fluid resuscitation and swelling. The patient was intubated/ventilated with long term weaning being reported. A purpose t pressure ulcer risk assessment was performed upon admission and the score was ¿amber¿ and no pressure damage noted. On (B)(6) 2023, the patient developed an unstageable pressure ulcer to the occipital region and natal cleft. The hospital¿s turning protocol was increased from every 4 hours to every 2 hours. Hospital supplied bed linen and incontinence pads were used. The tissue viability nurse (tvn) was consulted; however, the outcome of the assessment was not provided, and no medical treatment was reported. Although no malfunction of the bed or mattress was reported, the customer alleged the compella mattress contributed to the development of the pdti. The compella¿ bariatric bed system is intended to provide patient support in health care environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). It is capable of being used with a broad patient population as determined appropriate by the caregiver or institution and is intended for patients between 113 kg and 454 kg (250 lb and 1000 lb). The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the compella bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. The unstageable pressure ulcer localized to the natal cleft is not commonly subjected to direct pressure from the underlying bones and would unlikely be in direct contact with hard surfaces for an extended period of time. Therefore, it is reasonable to conclude that the reported unstageable pressure ulcer (natal cleft) was not caused by pressure forces, however, meets the description, and could be better categorized, as moisture associated skin disorders (masd) instead. Moisture-associated skin damage (masd) can result when the skin has prolonged or continuous exposure to excessive moisture. Masd is a collective definition, and it has four main causes: incontinence-associated dermatitis, periwound skin damage, intertriginous dermatitis and peristomal moisture-associated dermatitis. Incontinence-associated dermatitis (iad) is predominantly a chemical irritation resulting from urine or stool coming in contact with the skin. The affected area will present with erythema, as well as maceration. The area may progress to painful partial-thickness erosions with weepy serous exudate. If left untreated, pressure and friction may increase stress on the affected area, leading to skin breakdown. To help minimize the risk of developing incontinence-associated dermatitis in at-risk patients and to minimize complications in patients already exhibiting symptoms the clinicians should minimize skin exposure to urine and stool and develop a consistent regimen of skin care. Intertriginous dermatitis (itd), also referred to as intertrigo, results from sweat being trapped in skin folds with minimal air circulation. This in turn leads to inflammation and denudation of the skin, making the area more prone to infection. The individual may report pain, itching, or burning sensations around the affected area. To help minimize the risk of developing incontinence-associated dermatitis in at-risk patients and to minimize complications in patients already exhibiting symptoms the clinicians should reduce heat and moisture within the skin folds, keep at-risk areas clean and dry. An unstageable pressure ulcer is full-thickness skin and tissue loss obscured by eschar or slough. This type of pressure ulcer is categorized as such due to the inability to visualize the base of the wound. Typically, once the slough or eschar is removed, a stage 3/stage 4 pressure injury is evident. Treatment typically includes surgical debridement of any unstable eschar, followed by protection of the wound with dressing, ointment, offloading pressure to the site, as well as nutrition management to promote healing. The cause of the unstageable occipital pressure ulcer is undetermined, but likely multifactorial including the patient being at risk for pressure ulcer development related to his burn injury. An unstageable pressure ulcer typically necessitates medical intervention to preclude permanent impairment, thus indicating a serious injury occurred in this case. At this time, a device inspection is pending, and a malfunction cannot be ruled out. The complaint will be reassessed should additional information become available. 23aug2023 clinical evaluation update: the compella bed was inspected by baxter and no malfunction was found. The bed functioned as intended. It is unlikely the compella bed caused or contributed to the reported event.